Event description:
Per the clinic, the patient experienced an infection at the implant site and was prescribed oral antibiotics on (B)(6) 2013. On (B)(6) 2014, the patient was prescribed a second course of oral antibiotics for unknown reasons. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.